Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 73mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the imaging identified internal leakage. It was suspected that the stent was leaking blood and another stent graft limb (enlw1613c120ee) was implanted. It was reported there was still a small amount of leakage in the second imaging. The event was not resolved. Per the physician, the cause of the event was due to stent membrane permeability. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Product evaluation summary: the cause of the reported endoleak could not be determined from the limited films provided. Additional films during implant were not available, and endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help de termine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the image provided; thereby, making determination of the endoleak difficult. A returned pre-implant 3d/CT film report and single still pre-implant angiogram image revealed that the patient had a 73mm maximum diameter saccular aaa located in the distal portion and right side of the abdominal aorta. The proximal neck ranged in diameter from 20 ¿ 23mm along the 66mm length neck, which was essentially straight, with no appreciable calcification or thrombus. Review of a single still angiogram post-implant (unknown date) reveled that an endurant bifurcate was positioned just below the renal arteries; the flow divider was likely within the bottom of the long proximal neck. Contrast injection performed from above the level of the renal arteries confirmed contrast blush within the aaa, which appeared to be primarily coming from both the right and left limbs. The exact source and cause of the reported endoleak during implant could not be determined from the single returned still image. Additional films (including cine¿s) during implant were not available, and endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the image provided; thereby, making determination of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Pending planned follow-up to verify if the endoleak self-resolved; thereby likely confirming the type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the endoleak was a type IV.

Manufacturer narrative:
Updated post investigation closure. If information is provided in the future, a supplemental report will be issued.